Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released the nxt band associated with this complaint was discarded by the customer. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
The customer reported that the crew attempted to deploy the autopulse nxt platform (sn (B)(6) on a patient. The customer stated that, to the best of their knowledge, the nxt band (lot # unknown) was correctly attached to the nxt platform. Upon initial inspection, both sides of the nxt band appeared to be in good working condition. The nxt platform was used on a concrete surface, and no audible alerts or visible faults were displayed on the control panel when it was powered on. According to the customer, the band initiated correctly; however, shortly thereafter, the band on the patient's right side went slack. Simultaneously, the left-side band shifted and began contracting irregularly, delivering compressions solely to the left side of the patient's chest. No one on scene noticed any warnings or lights on the platform's control panel. The use of the nxt platform was discontinued, and manual chest compressions were initiated. The crew inspected the nxt platform and attempted to redeploy the device, but the same issue occurred. After a third unsuccessful attempt, manual compressions were continued for the remainder of the encounter. No consequences or impacts on the patient. The crew on scene did not have a replacement band available, so the band was not replaced. Post-incident, during decontamination of the device back at the station, it was noticed that the right side of the nxt band appeared shredded/torn. The band was subsequently disposed of due to biohazard concerns from the call. The nxt platform was tested with another nxt band and worked without issue.